Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On 03/13/2025, it was reported that the patient reported just getting home from being hospitalized for dka. The patient refused to provide dexcom with any further event details. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode. At 02:16 pm on (B)(6) 2025, the patient's estimated glucose value of high (over 400 mg/dl) passed the user high alert threshold of 400 mg/dl, and the app delivered high alerts at 0% volume until it was acknowledged at 02:32 pm. The patient did not receive an audio alert as the always sound feature was disabled. The patient's egvs remained above the high alert threshold, but the app did not deliver any more high alerts as the snooze feature was disabled. The device functioned within specifications and patient settings. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.